Manufacturer narrative:
(B)(4). The customer reported a pacing equipment and shock equipment malfunction message and the device locked up during operational check. There was no reported patient involvement. The customer confirmed that reloading the software resolved the issue.

Event description:
The customer reported a pacing equipment and shock equipment malfunction message and the device locked up during operational check. There was no reported patient involvement.